Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿failed feed rate test and won't alarm.¿ the unit was triaged and the reported issue could not be confirmed at this time; unit was powered up and passed post. Ac power was connected and unit was observed to charge. A new feed/flush set was connected and unit was started feeding at 125 ml/h. Motor speed pump accuracy was checked for five cycles and was within specification at approximately 10 seconds per cycle. Recertification test was performed and unit passed. Accuracy was checked at rates of 150 ml/h and 75 ml/h and was within specification. Audio was observed during analysis. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer states the unit won't alarm.